Event description:
It was reported that the patient presented to the emergency room after being shocked appropriately for a ventricular tachycardia storm. The shocks were successful in converting the arrhythmia; however, one of the shocks registered an impedance of greater than 125 ohms. Upon interrogation, the cardiac resynchronization therapy defibrillator (crt-d) displayed code 1005 indicating an open circuit condition was detected during shock delivery. The crt-d and right ventricular lead remain in service and no adverse patient effects were reported.